Manufacturer narrative:
During the eval of the device at the MFR's service ctr, the device failed steps during testing. The device's active exhalation control module was replaced to address the issues.

Event description:
A ventilator was returned to the MFR for service. There was not harm or injury reported.